Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008, to investigate the event. The fse performed high sensitivity (hs) system check which passed. Then the fse performed preventative maintenance (pm) on the instrument. The fse found evidence of a spill around the mixer bearing. The fse then performed hs system check and verified repair per established procedures. And the results met published performance specifications. A definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There are no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008, to investigate the event. The fse performed high sensitivity (hs) system check which passed. Then the fse performed preventative maintenance (pm) on the instrument. The fse found evidence of a spill around the mixer bearing. The fse then performed hs system check and verified repair per established procedures. And the results met published performance specifications. A definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There are no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.